Event description:
Country of complaint: (B)(6). The system was set up and the drill activated off load for about 45 seconds to prime the irrigation system. Nothing was noted at the stage, either audibly, or visually. It was then used to remove a submerged deciduous molar. After less than after 30 second of use, the surgeon reports that the hand piece was getting hot, and ceased working. It was noticed that a burn to the patient's left upper lip had occurred where the handpiece nose cone was in contact with the patient. The drill system was withdrawn for investigation. All other components involved were cleared as not being direct contributory factors. The burr shaft has been included with this handpiece as it fractured, with the remainder in the hand piece collet. No debris was noted by user before, during or after use. Customer inspected add'l inventory for similar issues and submitted an add'l device for review. No incident occurred with this device.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: handpiece displays an etch indicating it was repaired in (B)(4) 2013. A broken shaft of a tool was sticking in the tool acceptor part when product arrived. Tip is mechanically deformed. Strong corrosion at ball bearings. Clear signs for abrasion are inside the ball bearings, as well as signs for corrosion. According to the failures detected during inspection, it is very likely that the defective ball bearings and also very likely mechanical, lateral forces applied to the handpiece during usage have caused the unusual high warming as reported. This root cause is underlined by the fact of the broken off tool in the shaft of the handpiece. Hints for an assembly or manufacturing failure could not be found. Based on this investigation results, the failure can be related to handling and processing issues. Add'l device submitted for evaluation was found to have ball bearings displaying sings of abrasion (too less lubrication); this is related to handling and processing.